Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. Concomitant medical products: product ID: bi71000117, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the imaging system could not establish communication with the medtronic navigation system in the operating room (or). The bulkhead connector on the viewing station of the imaging system was bypassed which restored functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.